Manufacturer narrative:
Submit date: 9/6/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was originally placed on the (b)(64) 2015. The catheter developed a tear. Following the hospital local procedure, the catheter was cut off just above the tear and a new titanium adaptor was placed. As a preventive measure, the patient received 1 gr kefzol in the dialysis solution. There is no more information to be expected from the customer. The patient was involved and no clinical consequences were reported, the patient was treated with kefzol.

Manufacturer narrative:
Event date of (B)(6) 2016. There was no patient injury. The patient is feeling good.

Manufacturer narrative:
Submit date: 2/7/17. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing plant for analysis and investigation; it consisted in a section of one pd catheter attached to a titanium adapter. The sample came inside a generic plastic bag. Visual inspection of the sample revealed that the pd catheter was cut and presented signs of use (dirt). Functional test was required in order to confirm the defect reported by the customer, after the test a leak was identified in the section of the pd catheter, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and two pinholes were observed. Based on the available information there is enough information to discard manufacturing process, the most possible root because could be related to a customer misuse since the defect occurred after being in use, after the customer manipulation. Based on sample provided, this kind of holes/cuts could be caused by an improper use of sharp objects or excessive force. Should additional actions are required; this complaint will be updated accordingly. No formal corrective actions/preventative actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.